Event description:
Consumer reported complaint for high, erratic and hi blood glucose test results. The customer is concerned with test results from results obtained of 345, 427 and hi. The customer does not know their expected blood glucose test result range. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored according to specification (kitchen). The test strip lot manufacturer¿s expiration date is 04/20/2025 and open vial date was not disclosed. The customer did have another vial of test strips that had been stored and handled correctly: lot number zb5560s. Customer had opened this vial on (B)(6) 2024 and combined the remaining strip form the original vial to the new vial (results of concern had been obtained on 02/20). During the call, a back to back blood test was not performed by the customer. The meter memory was reviewed for previous test result history: result 1: 121 mg/dl date: (B)(6) 2024 time: 1104am fasting result 2: 345 mg/dl date: (B)(6) 2024 time: 515pm fasting result 3: 427 mg/dl date: (B)(6) 2024 time: 514pm fasting result 4: hi date: (B)(6) 2024 time: 513pm fasting result 5: 122 mg/dl date: (B)(6) 2024 time: 1058am fasting

Manufacturer narrative:
Internal report reference number: (B)(4). Meter was returned for evaluation. Product testing was performed and no defect found on returned meter. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: mlc-020: user's test strip had poor storage. Note: manufacturer contacted customer in a follow-up call on 29-feb-2024 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.